Event description:
Customer states "when attempting to calibrate it jumps out of calibration mode and gives message that says power is interrupted". No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.